Event description:
Initial result for a pt t4 was 0.745 ug/ml. When repeated, the result was 10.18 ug/ml. The incorrect result was not used to guide therapy. The field service representative found the instrument had a bad measuring cell and repaired the instrument by replacing the measuring cell.